Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer passed away in the hospital on (B)(6) 2021. The customer was hospitalized on (B)(6) 2021 due to infection in foot, sepsis, and complication to diabetes. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The customer was not using sensors. The insulin pump had been disconnected on (B)(6) 2021 prior to passing. It was unknown if the insulin pump will be returned for analysis or not.